Event description:
It was reported that the patient experienced a deep vein thrombosis following the implant procedure of the right atrial (ra) lead. The patient was treated with antibiotics. The lead remains in use. No further patient complications have been reported as a result of this event.